Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text : device not yet received.

Event description:
The distributor reported on behalf of the customer that the device, pro6042 powerpro 5:1 high torque chuck attachment, 1/4 in. Was being used on (B)(6) 2024 and "the device disassembled during surgery.¿ per further assessment it was found that "what we meant by 'disassembled' is that the components came apart from their original position, leaving the coupling in two separate pieces, no fragment or part remained in the surgical site." There was no impact or injury to the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device has not been returned to date; however, photographic evidence has been provided. If the device is returned, at a later date, the investigation may be updated and reanalyzed. The photograph shows the device is in two pieces. Root cause cannot be determined, however, based upon evaluation of the review of drawing, photos, engineering input; a possible cause of this event could not be determined without evaluating the physical device. The service history was reviewed, and no prior data was found. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised the following: prior to each use, inspect all equipment for proper operation and ensure all attachments and accessories are correctly and completely attached to the handpiece. Attachments are factory sealed. Do not disassemble or lubricate. Damage will occur. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The distributor reported on behalf of the customer that the device, pro6042 powerpro 5:1 high torque chuck attachment, 1/4 in. Was being used on 27sep24 and "the device disassembled during surgery.¿ per further assessment it was found that "what we meant by 'disassembled' is that the components came apart from their original position, leaving the coupling in two separate pieces,... No fragment or part remained in the surgical site." There was no impact or injury to the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.